Manufacturer narrative:
Additional product code: dzl. (B)(4). Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient was implanted with a matrixmidface orbital rim plate and four 4.0mm matrixmidface screws, self-drilling on (B)(6) 2015 for an orbital rim fracture. The plate broke postoperatively at the third screw hole. A screw was present in the third screw hole. The plate was a 12-hole plate that was cut down to a 4-hole plate for the original procedure. The patient underwent revision surgery on (B)(6) 2016 to remove the plate and screw construct. The hardware was easily removed without any surgical delay or medical intervention. It is unknown if the patient healed from the original surgery and unknown if the patient was revised to any additional hardware. This is report 1 of 2 for (B)(4).